Manufacturer narrative:
No button response and button error alarm due to corroded keypad traces. Unable to confirm frozen display due to keypad anomaly. Missign end cap sticker noted.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer was unable to clear the alarm. Customer was advised to wait two hours and call back if the issue persisted. During a follow up call, customer stated that the button error alarm continued. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.